Event description:
It was reported in 1999 that a patient who had a protegen sling placement experienced difficulty and had to have the graft removed. Several attempts were made requesting further information but none was available. The patient's condition is unknown and no product was returned for evaluation.